Event description:
It was reported that patient underwent a revision procedure due to tibial loosening approximately 6 years post implantation. Tibial loosening was indicated on bone scan. Underside of tibial poly had 4 circular burnishing marks reflecting movement on the stemmed tibial implant and the tibial poly plugs had worked loose from the stemmed tibial component. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#: 00597001802; cruciate retaining (cr) femoral component precoat size h right; lot#: 62598448. Item#: 90597005010; articular surface regular constraint blue/c-h 10 mm height; lot#: 63003738. Item#: 00597206535; all poly petella standard cemented size 35 mm diameter 9.0 mm thickness; lot#: 63190428. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint photos were evaluated and the reported event was not confirmed. Visual examination of the provided pictures identified the femoral component, tibial component, and articular surface were explanted. Foreign material remains on the femoral and tibial components. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.